Manufacturer narrative:
No evaluation other description: analysis cannot be completed at this time due to the device/lead being lost in transit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated, and it was at end of life (eol). The icm was explanted. No patient complications have been reported as a result of this event.